Event description:
During a remote follow-up, alert for low, out of range defibrillation impedance was received on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the alert of low defibrillation impedance was incorrect. The defibrillation impedance had increased